Event description:
Per information documented by cust service rep: "customer alleges that ot basic meter is reading inaccurately erratic. Customer was obtaining readings of 313, 299, 411, 313 and 211 mg/dl. When customer was in the hospital, customer says that blood sugar was 933 mg/dl. Unknown the time difference between the tests. Customer was cleaning meter incorrectly and the test strip code did not match the meter code. Customer has not performed any qc on the meter."